Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was 44 mg/dl. Customer did a walk for a diabetes related cause and ended up going low.